Manufacturer narrative:
(B)(4): the keypad was found to be torn around the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the contrast, up arrow and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. The ok keypad button was found to respond to button presses and had normal spring back or click. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the buttons on the pump are not working. The reporter is unsure which buttons are affected. The reporter states initially about 3 weeks ago noticed ok button not responding appropriately and is increasing in occurrences. Reporter has to press buttons multiple times to get response. Then noticed 1-2 weeks ago, down arrow button is split. Does not use anything on pump to clean. No trauma to pump is reported. The pump is worn in a pocket. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.